Manufacturer narrative:
The observed internal cannula tear is related to action # (B)(4). The pod was received with corrosion on multiple internal components resulting in low batteries and data loss as well. A tear was found in the unexposed portion of the soft cannula which contributed to the observed corrosion and data loss. It could not be conclusively determined whether the internal tear and leak contributed to the reported communication error. The exact cause of the communication error could not be determined. The bottom housing vent and reservoir were observed to be punctured with additional damage to the plunger and reservoir cap. The internal and external damage aligns, and the device also would not have been able to properly fill to begin priming and deploy the needle mechanism given these damages indicating that they occurred post use. It could not be determined whether these damages also contributed to fluid ingress into the device and the resulting corrosion. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose above 250 mg/dl while wearing the pod between 36 and 48 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication error during operation. No treatment was reported.